Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer had a high blood glucose of 554 mg/dl. The patient's symptoms were moderate ketones. It was stated that the customer had a back-up plan. Troubleshooting was performed. The drive support cap appeared normal. Possible air bubbles were found in the tubing. Insulin did exit the tubing during a manual prime and no leaks were found. Settings and history were correct on the insulin pump. Troubleshooting was discontinued as the patient's mother reported the patient was running off a lantus shot administered the night before, with a temporary basal of 0% and she did not receive any insulin all night, which was not discovered until the morning when she began to run high. By the end of the report, the patient's blood glucose had been responding to the insulin and was down to 479 mg/dl. Nothing further was reported.